Manufacturer narrative:
This report is filed january 27th, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a decrease in performance resulting in a decision to explant the device. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.